Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the hospital staff experienced difficulty in acquiring measurements through hf sensor. The patient under went right heart catheterization where it was observed the sensor was migrated to right pulmonary artery from the left. The sensor was recalibrated and the successful measurements were observed.